Event description:
Air was aspirated into the syringe that was connected to the extension port of the sheath following insertion of the sheath into the patient. Several aspirations were attempted with no resolution. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use.